Manufacturer narrative:
External insulation abrasion to the inner insulation was noted at 23.0-23.1 cm from the connector pin, exposing the inner coil.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pacemaker dependent patient presented in clinic, oversensing from noise was observed. The oversensing was unable to be reproduced with isometrics. Programming changes were made. The patient was stable before, during, and after the interrogation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead was electively explanted and replaced for a pacemaker upgrade.